Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No ramping numbers noted. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive during an attempt to bolus. Customer stated they were going to program their carbohydrate intake into the device but amounts would keep increasing on the display screen without user input. Customer also stated the device has cracks extending out from the corners of the screen. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.